Event description:
A patient reported that they were unable to test on the meter due to an error 2 they kept getting on the meter when patient was inserting a strip into the meter and also when turning the meter on. This issue was not resolved with troubleshooting. Patient did not have any symptoms. There was no medical intervention or treatment given. No further information has been reported.